Event description:
Right atrial (ra) lead and the right ventricular (rv) lead exhibited low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).